Event description:
It was reported that the patient experienced recurring incontinence with an artificial urinary sphincter (aus) leading to a revision surgery. During the procedure the existing device was interrogated upon removal and replaced with a new aus. On the device interrogation fluid loss was noted due to a leak on the middle of the cuff. The patient did not experience further complications related to the device.

Manufacturer narrative:
Product investigation completed. The cuff component was visually inspected, and microscopically examined. Analysis indicated a pinhole, tear in the shell due to wear at a fold. Product analysis identified a device malfunction that confirms the reported allegations. The identified cuff malfunction is the most likely cause of the urinary incontinence issues. Based on the results of this investigation, no escalation is required.

Event description:
It was reported that the patient experienced recurring incontinence with an artificial urinary sphincter (aus) leading to a revision surgery. During the procedure the existing device was interrogated upon removal and replaced with a new aus. On the device interrogation fluid loss was noted due to a leak on the middle of the cuff. The patient did not experience further complications related to the device.